Event description:
While unpacking the battery, a nurse sustained a burn to the wrist. It is alleged that the nurse was wearing a tennis bracelet. The bracelet caught on the battery while unpacking the battery from the box. It is alleged that part of the bracelet "melted" and a burn, red with blisters, was noted under the bracelet. Ointment was applied to the area. No other intervention was required. The area is healing.